Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced delays in all functions and slow biometric ID login. A technical support specialist (tss) dialed into stations. The stations were not in use. The tss checked that there was no drive space issues and that the station databases were not bloated. The network speed and duplex settings were changed from auto-negotiation to 100mbps of half-duplex. The stations were rebooted, and the med app launched successfully, and the tss tested the login functionality, which was no longer slow. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had delay in all functions and slow bio ID login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.